Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Investigation summary: three pictures were received by our quality team for evaluation. Upon visualization of the pictures received, foreign matter can be verified in the vial although the foreign matter cannot be identified. Taking into account the customer seen foreign matter after preparing the drug, it seems that the foreign matter could be due to coring, although cannot be confirmed without the physical sample. A device history record could not be evaluated as the lot number is unknown. Based upon the quality team's evaluation, the root cause for this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: foreign matter // coring. The customer complaints about foreign matter after preparing the drug. Taking into account the description, it seems that the complaint refers to coring. The pictures shows some type of specks inside the vial. Phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedure ha-015 (current version) describes all the rules and instructions to follow before entering the phaseal area. Make up and jewelry are not allowed, special clothes and shoes are used inside the area, hair (an beard, in case) are covered,¿ assembly machines are capsulated and flow cabinets are used for the visual inspection and re-process of the material. Clearance and cleaning of the assembly lines are performed according to ph-006 and ph-007 (current versions). Maintenance of the lines is performed in a weekly basis. Clearance of the packaging line is performed according to ph-010 before starting a new lot and cleaning equipment is performed according to ph-014 (current version). On the other hand, maintenance of the packaging machines is performed monthly to ensure the correct cleaning and functionality of the machines. Visual inspection of phaseal devices is performed according to internal procedures(current version). Related to coring, phaseal cannulas are designed to reduce this tendency. Different factors impact on coring, and it can come from the membrane but also from the rubber stopper (vial/ infusion bag). If coring comes from membrane: human error: performing multiple injections on the membrane could lead to fragmentation. Machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the cannula, it could provoke membrane fragmentation. Materials: cannula. See below. If coring comes from rubber stopper: materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. Materials: cannula. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. Misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the connector because of the rubbing with the stopper of the vial/infusion bag may cause detachment of particles from the cap. It is recommended to carefully follow the instructions explained in the IFU. For every manufactured lot the laboratory technician made the particles fragmentation test according to the it-1730 procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves. Conclusion: the pictures received confirms the claimed defect, even though it is no possible to identify the fm inside the vial. As lot is unknown, it is no possible to check the DHR or the retained samples. Root cause description: the customer complaints about foreign matter after preparing the drug. Taking into account the description, it seems that the complaint refers to coring. The pictures received confirms the claimed defect, even though it is no possible to identify the fm inside the vial. As lot is unknown, it is no possible to check the DHR or the retained samples. Based on this information, it is no possible to identify the root cause.

Event description:
It was reported that before use an unspecified bd catheter was found with foreign matter as ¿a particle was found in either the infusion bag or the syringe after piercing the stopper.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: updated event description with unspecified bd phaseal¿. Brand name has been corrected: unspecified bd phaseal¿. Medical device type onb. Common device name- closed drug delivery system.

Event description:
It was reported that before use an unspecified bd phaseal¿was found with foreign matter as ¿a particle was found in either the infusion bag or the syringe after piercing the stopper.¿ there was no report of exposure, injury or medical intervention needed.